Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother was contacted via phone call about upgrading the pump. However mother reported the customers pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was unknown. Mother states the up button sticks; there is unexplained no delivery alarms; and insulin was stacking causing a low blood glucose. Troubleshooting was not performed, because mother declined to speak to the helpline. The device will be returned for analysis.